Event description:
In an article on social media, the author discusses various reasons for pt dissatisfaction following implantation of premium intraocular lenses (iols). It was the opinion of this author that refractive error was the most common cause of pt dissatisfaction with premium iols. He noted the multifocal iol image quality was more sensitive to defocus and astigmatic errors. The author noted that investigators in (B)(6) had observed that following the implant of this model iol, most pts could tolerate up to 1.00 diopters of astigmatism. Another study reported that pts tolerated up to 1.00 diopters of astigmatism and 0.75 mm of decentration of the lens. The authors noted that neither of these studies looked at higher order aberrations that can play a role in pt satisfaction. In this discussion on optimizing outcome of premium iols, the author noted a study conducted at (B)(6). This study reported the results of treating pts with limbal relaxing incisions (lri) versus a combination of limbal relaxing incisions and lasik for pts with mixed astigmatism. This study reported that the pts treated with combination therapy had a greater percentage of 20/25 ucva eyes ((B)(4)) compared to the lri only group ((B)(4)). The study noted that lris are simple to do either intraoperatively or postoperatively. This was recommended for pts with 1.50 diopters or less of mixed astigmatism. This report captures all events related in this article.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account for further investigation. (B)(4).